Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Battery voltage trend appears stable and well above eri (elective replacement indicator) value of 2.81v. Last measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. No anomalies found. Battery voltage trend appears stable and well above eri (elective replacement indicator) value of 2.81v. Last measurement was 2.95v. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient was present for a device change out due to elective replacement indicator (eri), but the interrogation showed no indication of eri. Performance data was reviewed and determined that the software load date was not loaded on the device at the time the initial interrogation was sent. The new software was loaded. The device remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was present for a device change out due to elective replacement indicator (eri), but the interrogation showed no indication of eri. Performance data was reviewed and determined that the software load date was not loaded on the device at the time the initial interrogation was sent. The new software was loaded. The device remains in use and will be monitored. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.